Event description:
Spontaneous call from patient who reports both pumps were alarming with no disposable, won't run. Advised patient that it is probably a cassette issue. She made a new cassette and then had no issues. Patient did not provide pump serial numbers as this was not a pump issue/malfunction. Cassette serial/lot number also unknown/not provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we replace cassette? No, patient has more. Did the patient have a backup cassette they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Na. Reported to (B)(6) by pt/caregiver.